Manufacturer narrative:
One (1) sample was returned for evaluation. The returned sample was visually inspected. It was observed that the pilot balloon detached from the inflation line, and a lack of solvent was detected on the inflation line. The complaint was confirmed. Based on the analysis conducted in the sample provided, the failure of pilot balloon detached was confirmed, the root cause is lack of follow up procedure. Production personnel were notified of the failure on 31-jan-2022. No lot number was provided for performance of a device history record review.

Event description:
It was reported that during the use of the product, the inflation line got detached (or torn off). No patient injury was reported.